Event description:
A pharmacist reported that during intraocular lens (iol) implant surgery, the tip on the injector was noted to be thin. The tip broke when pressure was applied to inject the iol. The injection of the iol was abrupt and resulted in a capsular rupture. In a follow up, the surgeon reported the outcome of the event as "good".

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested and received on 06/26/2009.